Event description:
A report was received that the patient will undergo a pocket revision for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein extensions were added and the ipg was moved as the original placement was not comfortable for the patient. The patient was doing well following procedure.

Event description:
A report was received that the patient will undergo a pocket revision for an unknown reason.